Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was "beeping" while being charged. Although requested, additional information regarding the type of alarm that was being received was not provided. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
This MDR was inadvertently filed. No device malfunction was reported.